Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed that the device memory indicated the battery impedance value was beyond the expected upper range. The initial reported complaint was timely submitted via a remedial action exemption report. However, on 2013 (B)(4) information was received indicating an infection was present. 5076-52 implantable pacing lead. (B)(4).

Event description:
It was reported that the device was discarded at explant due to an infection. No patient complications have been reported as a result of this event.